Manufacturer narrative:
Summary of evaluation: the results of the manufacturer's evaluation are inconclusive due to the lack of info provided by the user facility.

Event description:
The implant would not align as per trial. There was no adverse consequence for the pt or delay in surgery or anesthesia time.